Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported high blood glucose while wearing her insulin pump. Customer's blood glucose was 434 mg/dl. She treated with the device and manual injections. Customer experienced thirst and a lack of energy. She said her blood glucose levels fluctuate wildly. In the morning, her blood glucose was 49 mg/dl. It rose to 115 mg/dl and she gave herself five units of insulin, but her blood glucose still rose to 34 mg/dl. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The device passed the high pressure test. The cannula was not bent. Customer was advised that high blood glucose were often caused by site or set issues. Customer was advised to do a complete set change and treat per her doctor's instructions. Nothing further reported.